Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 23:14. During drain cycle 5, the patient's drain volume was 3337ml with a maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet electrical performance specification requirements. However, it failed rite functional testing due to an unrelated issue. External visual inspection was performed with no issues noted. Upon conclusion of the investigation, the cause of this issue was determined to be one or more cycles advanced to next fill when slow / no flow occured above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.